Manufacturer narrative:
The quality investigation is complete.

Manufacturer narrative:
The device is not available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the nasopore packing had not dissolved a week after insertion. It was also reported that the patient suffered severe headaches. The product was suctioned out by the surgeon. There was no medical intervention or surgical delay reported as a result of this event.

Event description:
It was reported that the nasopore packing had not dissolved a week after insertion. It was also reported that the patient suffered severe headaches. The product was suctioned out by the surgeon. There was no medical intervention or surgical delay reported as a result of this event.